Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device analysis: received one (1) used cassette reservoir. As received no physical damage or other anomalies were observed. To replicate clinical use the cassette was attempted to be filled with 100ml of sterile water using an ICU medical provided syringe. During the filling process a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The luer tube bond was separated and the tube and bond pocket were observed. Solvent channel was observed. The tube and luer were found to meet manufacturing specifications. The complaint of leakage was confirmed. The probable cause is due to a solvent application error during manufacturing.

Event description:
It was reported that there was a leak from the base of the connection part (yellow hub). The event occurred before patient use/during priming.